Event description:
It was reported that, "infected hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as it was discarded. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were listed in this report: 25mm mod rev hip bdy/blt +10mm; cat# 6276-1-125; lot # 25988401. Trident 0 x3 insert 36mm ID; cat # 623-00-36g; lot # mepya2. Conical stem; cat # unk; lot# unk. Biolox 36 +2.5; cat # unk; lot # unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.